Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Left plunger case was cracked. Motor rate error was found event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be main board was slightly misaligned away from extrusion. The technician realigned main board. Performed occlusion and all functional tests which passed.

Event description:
It was reported that the motor rate error occurred. No patient injury was reported.